Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient did not think that the ins was working. The caller indicated the patient needed an MRI of the abdomen due to weight loss and gastroparesis as well as vomiting. The patient then noted that they were having complications before and had to remove ovaries which caused complications of the ins not working. Additionally, the patient was reported to be in the hospital in (B)(6) 2017 due to dehydration and had "illius" in their colon. The patient was admitted to the hospital for 4 days and "they gave her go lightly to flush her system out" and the patient's bladder was holding 2100 or 2200 cc of urine and the patient needed to self-catheterize. The patient had a medaport that was placed in (B)(6) 2017 and goes 3 times a week for hydration treatments. According to the patient as long as they are hydrated they can urinate on their own and self-catheterize as well as the patient was getting utis from catheterizing. The patient indicated that they feel better with the ins as long as they are hydrated, but with the gastroparesis and stomach issues it was difficult to stay hydrated. Then it was indicated that in (B)(6) 2015 the patient "was encouraged in pelvis and they had to put coils in pelvis and had to have [MRI] of pelvis." Additionally, the patient was going into menopause because of surgery they had with ovaries and because of weight loss. The patient also indicated that at one point they were going to take the device out because it was not helping, but since doing the hydration treatments the patient was getting more therapy and the patient wanted to deep the device in because they do not want to catheterize and take antibiotics anymore; the patient also noted that their body was starting to build up immunity and was on medications for their lupus as well (prior to/unrelated to implant). The patient was considering dual surgery to take device out and put it back in after the surgery was done. The weight loss began prior to the implant of the device. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.